Event description:
It was reported that during an unknown procedure, the device didn't work. Another device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damage not 100% present. It appears that the tissue pad was cut off with a sharp object. The device was connected to a test handpiece and generator and it did activate during functional testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.